Event description:
It was reported that: the pt experiences pain when walking. The pt also stated that he experiences pain when trying to exercise. The reason he had the surgery in the first place was because of deterioration of his hip from arthritis.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.